Event description:
(B)(4) received notice about this incident from the enduser, involving a knee walker, a product imported and distributed by (B)(4). According to the enduser, the walker had been allegedly wobbly and unstable for a period of time prior to the incident. On the day of event, the enduser was using the walker outside of her home when she fell. An x-ray was performed revealing that she had a broken rib. This report is based on the information that was provided by the enduser.